Event description:
The facility reports two healthcare aides placed the sling under the patient to transfer from bed to wheelchair. One carer was at the foot end of the bed and one was at the head end of the bed. The sling was connected and one hac raised the patient while the other tilted the patient into a sitting position over the top of the bed. The lift was then pulled away from the bed and the patient rotated so that one leg was on each side of the pillar. The wheelchair was moved under the patient when one leg strap detached and the patient slid through the opening to the floor. The patient remained on the floor until the ambulance personnel arrived.